Manufacturer narrative:
The device was returned to gore for evaluation. The engineering investigation revealed: photographic examination of the returned material confirmed a suture of item number p6k23j was returned. The suture remained attached to a single needle. Per sem analysis, the fiber end not attached to the needle was flattened and swelled indicating a clean cut. This is indication that it was cut by an instrument and did not break through tearing or fraying.

Event description:
On an unknown date, gore-tex® suture was used to suture a lesion in the patient¿s mouth. The suture was broken during knot tying. The dental surgeon used another gore-tex® suture of the same size and the same lot number was used to tie the knot to complete the procedure. No adverse event was reported.